Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that re-operation to replace the shunt was performed as a result of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was still had a small ventricle with poor consciousness. The doctor had planned to take measures to solve the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient was implanted with the adjustable pressure shunt, the pressure was adjusted to 2.5. The patient then experienced excessive drainage, fissure ventricles, subdural effusion, and poor consciousness. The doctor suspected that the shunt valve failed since there was excessive drainage. The patient's status at the time of the report was alive-with injury. The patient's medical history was nerve tumors.